Event description:
It was reported by the customer that during the breast biopsy procedure that inadequate samples were being obtained. Several dry taps and flushes were performed, but the result was the same. The doctor was removing the needle and would find the specimen on the end of the probe. Eventually, enough tissue was obtained and the biopsy was considered completed. A second device was never used. The device was discarded and cannot be returned. Patient info was requested and obtained. The patient was reported to be doing fine and is being discharged home without consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device batch #; f9gp82, f9gr93, and f9gr11.